Event description:
It was reported to medtronic minimed that the customer reported damage to reservoir area of the insulin pump and blood sugar running high after damage. The event involved product(s) mmt-1780kl, mmt-332a, unomedical. Troubleshooting was not performed. No further patient complications were reported. No product return is required for mmt-1780kl. No product return is required for mmt-332a. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the functional tests, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0872 inches. Successfully downloaded history files and traces using thump. In further full review of the pump history on the event date of 09-jun-2025 bolus daily delivery total was [14u]. Basal daily delivery total was [12.7u]. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The test p-cap does lock in place in the reservoir compartment. Pump received with scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, missing display window cover, cracked case on the battery compartment side, cracked case corner of belt clip rails, cracked battery tube threads, and label damage(faded/stained/peeling). Alleged cosmetic damage at the reservoir compartment was not confirmed. However, cosmetic damage was confirmed where scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, missing display window cover, cracked case on the battery compartment side, cracked case corner of belt clip rails, cracked battery tube threads, and label damage(faded/stained/peeling) was noted. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.